Manufacturer narrative:
Ortho performed a complaint review for similar injury, and provided objective evidence of infectious disease testing. All results were satisfactory. (B)(4), qerts# (B)(4).

Event description:
Customer reporting splashing of red cells into left eye of tech. Tech was using the ortho check cell lot # k557 exp 3/5/19,as part of their daily qc testing in manual gel testing. Customer stated that the tech inadvertently hit the side of the gel card during testing, causing the card to drop result in splashing of red cells into left eye. According to customer, tech was not wearing "safety eyeglass" at the time of incident. Date event occurred - (B)(6) 2019. Tech washed the affected eye immediately and is currently evaluated in the ER. Tsc reviewed with customer proper ppe equipment. Referred customer to sds sheets and IFU. Caution in IFU: "all blood products should be treated as potentially infectious. Source material from which this product was derived was found negative when tested in accordance with current FDA required tests. No known test methods can offer assurance that products derived from human blood will not transmit infectious agents." Copy of c of a sent to site for product involved. Customer agree to contact ortho if further action required.